Manufacturer narrative:
On 9/9/2019, the mentor failure analysis lab has received the device for evaluation. On 9/16/2019, mentor became aware of the following information: the patient also experienced dizzy, nausea, throwing up a lot, thyroid was bad, coughing, coughing up blood, liver enzymes were off, strong ammonia smell in urine, dramatic diarrhea, horrible gas, face swelling, inflammation, thought she had a hernia because her stomach was swollen and there was a lump, visible lump on side of chest, bilateral breast pain and green mucous coming out of incision. Patient also reported that nine month post the initial surgery, one side was much higher than the other, was tight and painful and their doctor "pulled" the implants down. The patient added that after the explantation, almost all symptoms have disappeared. On 9/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including bilateral swelling, "cockeyed" breasts, breast getting bigger, swelling under armpits, discomfort, pain under arm pit, and vomiting. Left side implant rupture was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2019. The patient reported that once the breast implants were removed, they felt better the day after, looked better, and the swelling had gone down, including in their face. This medwatch form is for the left breast prosthesis.